Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included endometrial ablation in (B)(6) 2010 and multiparous. Concurrent conditions included depression since 2016. Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2012 for contraception as well as antidepressants since 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), migraine ("migraines / headaches"), headache ("headache"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain"), depression ("depression"), tooth disorder ("dental problems"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), urinary tract infection ("urinary tract infection") and cholecystectomy ("gastrointestinal or digestive system condition type: gall bladder removal"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), migraine ("migraines / headaches"), headache ("headache"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain"), depression ("depression"), tooth disorder ("dental problems"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), urinary tract infection ("urinary tract infection") and cholecystectomy ("gastrointestinal or digestive system condition type: gall bladder removal"). On (B)(6) 2016, 4 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced feeling abnormal ("brain fog"), dysgeusia ("developed a metallic taste in her mouth/metal taste"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vaginal infection ("infection vaginal"), nausea ("nausea,"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("back pain"). The patient was treated with ibuprofen and surgery (on (B)(6) 2016, underwent a full hysterectomy, oophorectomy, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dyspareunia, feeling abnormal, dysgeusia, female sexual dysfunction, vaginal infection, nausea, dysmenorrhoea, weight increased, depression, vulvovaginal pain, abdominal pain lower, tooth disorder, fungal infection, urinary tract infection, cholecystectomy and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and headache had resolved. The reporter considered abdominal pain lower, back pain, cholecystectomy, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, nausea, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Events: pain, abnormal bleeding , migraines and headaches resolved within two weeks after removal. Onset date of all events was described as aug-2010. Current weight: 278 lbs approximate weight at the time of essure placement: 220 lbs there was three coils into the uterine cavity after removal of the insertion device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-oct-2018: new pfs received - new events added : dental problems, yeast infection , urinary tract infection, back pain, gastrointestinal or digestive system condition type: gall bladder removal were added. New reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included endometrial ablation in (B)(6) 2010 and multiparous. Concurrent conditions included depression since 2016. Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2012 for contraception as well as antidepressants since 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), migraine ("migraines / headaches"), headache ("headache"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain"), depression ("depression"), tooth disorder ("dental problems"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), urinary tract infection ("urinary tract infection") and cholecystectomy ("gastrointestinal or digestive system condition type: gall bladder removal"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), migraine ("migraines / headaches"), headache ("headache"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain"), depression ("depression"), tooth disorder ("dental problems"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), urinary tract infection ("urinary tract infection") and cholecystectomy ("gastrointestinal or digestive system condition type: gall bladder removal"). On (B)(6) 2016, 4 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced feeling abnormal ("brain fog"), dysgeusia ("developed a metallic taste in her mouth/metal taste"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vaginal infection ("infection vaginal"), nausea ("nausea,"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("back pain"). The patient was treated with ibuprofen and surgery (on (B)(6) 2016, underwent a full hysterectomy, oophorectomy, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dyspareunia, feeling abnormal, dysgeusia, female sexual dysfunction, vaginal infection, nausea, dysmenorrhoea, weight increased, depression, vulvovaginal pain, abdominal pain lower, tooth disorder, fungal infection, urinary tract infection, cholecystectomy and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and headache had resolved. The reporter considered abdominal pain lower, back pain, cholecystectomy, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, nausea, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Events: pain, abnormal bleeding , migraines and headaches resolved within two weeks after removal. Onset date of all events was described as (B)(6) 2010. Current weight: 278 lbs approximate weight at the time of essure placement: 220 lbs. There was three coils into the uterine cavity after removal of the insertion device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-oct-2018: new pfs received - new events added : dental problems, yeast infection , urinary tract infection, back pain, gastrointestinal or digestive system condition type: gall bladder removal were added. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included endometrial ablation in 2010 and multiparous. Concurrent conditions included depression since 2016. Concomitant products included antidepressants since 2016. On (B)(6), 2012, the patient had essure inserted. On (B)(6), 2016, 4 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"), feeling abnormal ("brain fog"), dysgeusia ("developed a metallic taste in her mouth/metal taste"), menorrhagia ("abnormal bleeding (menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vaginal infection ("infection vaginal"), migraine ("migraines / headaches"), headache ("headache"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain"), depression ("depression"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with ibuprofen and surgery on (B)(6) 2016, underwent a full hysterectomy procedure). Essure was removed on 30-mar-2016. At the time of the report, the fallopian tube perforation, dyspareunia, feeling abnormal, dysgeusia, female sexual dysfunction, vaginal infection, nausea, dysmenorrhoea, weight increased, depression, vulvovaginal pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and headache had resolved. The reporter considered abdominal pain lower, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, nausea, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Events: pain, abnormal bleeding , migraines and headaches resolved within two weeks after removal. Onset date of all events was described as (B)(6).2010. There was three coils into the uterine cavity after removal of the insertion device. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the case (B)(4) (MFR# 2951250-2018-01665) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter added; new events added: vaginal pain and severe cramping incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 4 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal),"), feeling abnormal ("brain fog"), dysgeusia ("developed a metallic taste in her mouth/metal taste"), menorrhagia ("abnormal bleeding (menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), infection ("infection (other),"), migraine ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain") and depression ("depression"). The patient was treated with surgery (on (B)(6) 2016, underwent a hysterectomy procedure). At the time of the report, the fallopian tube perforation, dyspareunia, vaginal haemorrhage, feeling abnormal, dysgeusia, menorrhagia, female sexual dysfunction, infection, migraine, nausea, dysmenorrhoea, weight increased and depression outcome was unknown. The reporter considered depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, female sexual dysfunction, infection, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 23-may-2018: plaintiff fact sheet received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), infection (other), migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain. Depression, she did not undergo essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included endometrial ablation in 2010. Concurrent conditions included depression since 2016. Concomitant products included antidepressants since 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 4 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"), feeling abnormal ("brain fog"), dysgeusia ("developed a metallic taste in her mouth/metal taste"), menorrhagia ("abnormal bleeding (menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vaginal infection ("infection vaginal"), migraine ("migraines / headaches"), headache ("headache"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain") and depression ("depression"). The patient was treated with ibuprofen and surgery (on (B)(6) 2016, underwent a full hysterectomy procedure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dyspareunia, feeling abnormal, dysgeusia, female sexual dysfunction, vaginal infection, nausea, dysmenorrhoea, weight increased and depression outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and headache had resolved. The reporter considered depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, nausea, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Events: pain, abnormal bleeding , migraines and headaches resolved within two weeks after removal. Onset date of all events was described as (B)(6) 2010. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: new events: headache, infection replaced with infection vaginal. Concomitant and treatment drugs updated. Outcome of some events updated. Concomitant condition added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 4 year after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), feeling abnormal ("brain fog") and dysgeusia ("developed a metallic taste in her mouth"). The patient was treated with surgery (on (B)(6) 2016, underwent a hysterectomy procedure). At the time of the report, the fallopian tube perforation, dyspareunia, vaginal haemorrhage, feeling abnormal and dysgeusia outcome was unknown. The reporter considered dysgeusia, dyspareunia, fallopian tube perforation, feeling abnormal and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.